Event description:
The patient reported a button error alarm during a bolus delivery. The reported bg at the time of the call was 112 mg/dl. The patient stated that he had been working outside, but he didn't feel that he perspired on it. Advised the patient that the pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted on insulin pump. No intermittent button response due to moisture damage keypad trace. Insulin pump was received with minor scratch on lcd window, cracked display window corners, battery tube threads cracked and cracked reservoir tube lip.